Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.

Event description:
The customer reported that their device would not power on with ac or dc power. It was initially reported that the device had its service indicator illuminated and would not pass its user test. There was no patient use associated with the reported issue.